Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 534 mg/dl which they treated with manual shot of 12 units. Customer did not troubleshoot for the high blood glucose. Customer stated they were having issues filling the reservoir and connecting it to the infusion set. Customer was instructed with the proper filling techniques. The customer also mentioned that there was a leak issue with the reservoir where the tubing cap would not connect to the reservoir. The customer stated that it was bent and the insulin was starting to come out of the reservoir. The reservoir was not returned for analysis.